Manufacturer narrative:
(B)(4).

Event description:
It was reported that there quiet mode did not deactivate after 4 hours. No product or data was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.